Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's electric/electronic overstress (eos) and power pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part and confirmed a shorted transistor on the eos.

Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.